Event description:
Proactively reviewing external alerts of events taking place and came across a post regarding incorrect dosing information on the backside of the airlife 2025 edition version 3 broselow tape. This error is related to the pre- rapid sequence intubation (rsi) / rapid sequence airway (rsa) neuromuscular blocking agent section of vecuronium being listed in 0.1 mg/ml but all dosing of neuromuscular blocking agents in this section at in mg/kg; in addition the toxicology section states flumazenil IV/io 0.1 mg/kg but should be 0.01 mg/kg. I have contacted the manufacturer and have had no response to this errors and the actions that will be taken. Of note this same manufacturer had an FDA recall in september of 2025 for their 2025 version 2 broselow tape and this is quite concerning the amount of errors coming from this company for a high risk population and that organizations rely on this company to have accurate information and this is not being upheld.